Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes with slow ventricular tachycardia (vt) where left ventricular sensed events inhibited left ventricular pacing. The atrial pacing also functionally blanked out the right ventricular sensed events. The crt-d remains in service and the caller consulted technical services on device therapy. No adverse patient effects were reported.